Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was unresponsive at the fill tubing step after a factory reset, preventing the user from selecting ¿yes,¿ and a replacement device was arranged; blood glucose was reportedly unaffected and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and continued cgm use with the dexcom app or receiver. Investigation included customer service triage, verification of shipping and return logistics, and instructions to shut down the device to prevent further alerts, with counseling that data would not transfer and that startup would be required on the replacement. Investigation of this case revealed a suspected device display or touch interface malfunction at the fill tubing screen consistent with a screen unresponsive issue. It was concluded, based on previously established findings for similar reports, that the probable cause was a device malfunction of the user interface component.